Event description:
On (B)(6) 2013, the patient¿s daughter contacted animas to inquire if the patient¿s old pump had arrived. At the time of the call, the reporter informed the animas representative that two weeks prior the patient was hospitalized for ¿diabetic coma¿ with an admitting blood glucose of 836 mg/dl. The patient¿s daughter stated the patient was treated with IV fluids. The reporter mentioned that the patient suffered a stroke while in the hospital and was sent to a nursing center for rehab after she was discharged from the hospital. At the time of troubleshooting, the reporter did not have the subject pump with her for review. The reporter informed the animas representative that the patient had received the replacement pump just two days prior and she did not know who had set it up or if the pump settings were correct. During a follow-up call on (B)(6) 2013, the patient¿s daughter stated that a diabetes educator at the patient¿s clinic programmed the pump settings into the patient¿s replacement pump for her. No additional information regarding the pump settings was provided. This complaint is being reported because the patient reportedly was hospitalized for hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.